Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. The minimum required vessel diameter (mld) for a 14fr edwards expandable sheath is 5.5mm. In this case, the patient¿s access vessel diameter mld was 6.2-6.8mm, and the vessel was significantly tortuous. The information available suggests patient and procedural factors [tortuous vessel, losing esheath position and reinsertion of the device/s] may have contributed to the vascular complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure an abdominal aortic rupture occurred. The rupture was repaired with a dacron patch. The patient is alive and currently recovering. There were no issues relating to the valve or implantation. Per report, upon successful deployment of the valve, the pigtail catheter was being removed from the body after final angiogram. As the pigtail was being removed, the esheath came completely out of the right femoral access site. Wire access was maintained. The dilator was inserted into the esheath and sheath was re-inserted. After sheath was in repositioned in distal aorta it was noticed that there was a small perforation of the aorta below the level of the renal arteries either from the wire or the sheath. The patient's pressures began to drop and a coda balloon was successfully inserted and inflated. The patient's pressures return to normal levels. The initial plan was to repair aortic perforation via stent graft; however, plan was aborted and patient's aorta was repaired surgically via abdominal incision and small dacron patch.